Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the mid-section were lifted and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the results were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.